Manufacturer narrative:
As received, a partial lead was returned in one piece. The distal tip electrode and the entire inner coil were found missing/not returned for analysis. Electrical testing did not find any indication of cable conductor fractures or internal shorts. No anomalies found on the partial lead with the exception of damages consistent with those occurring at the time of explant procedure.

Event description:
It was reported that the patient presented to the emergency room after a syncopal episode, palpitations and dizziness. Upon interrogation, the right ventricular lead exhibited high pacing impedance, loss of capture, loss of sensing and noise. The device failed to deliver therapy during a true ventricular tachycardia episode. Noise was oversensed as ventricular fibrillation which lead to inappropriate defibrillation therapy. The lead was extracted and replaced. During lead extraction, the vein holding the lead was dissected near the device pocket resulting in moderate bleeding. In the 12 hours following the procedure, the patient experienced several episodes of ventricular tachycardia. The patient was stabilized and was recovering well.

Event description:
It was reported that the patient presented to the emergency room after a syncopal episode, palpitations and dizziness. Upon interrogation, the right ventricular lead exhibited high pacing impedance, loss of capture, loss of sensing and noise. The device failed to deliver therapy during a true ventricular tachycardia episode. Noise was oversensed as ventricular fibrillation which lead to inappropriate antitachycardia pacing (atp) therapy. The lead was extracted and replaced. During lead extraction, the vein holding the lead was disected near the device pocket resulting in moderate bleeding. In the 12 hours following the procedure, the patient experienced several episodes of ventricular tachycardia. The patient was stabilized and was recovering well.